Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the photos. Bd determined that the cause of the failure occurred during the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white blend had connection issue. This is a complaint about disconnection during use. It was reported that a nurse call was received, and the nurse visited the patient's room to find that the three-way stopcock had come loose, and the patient was bleeding. The nurse attempted to reconnect it, but the connection came loose again, and it could not be reconnected.